Manufacturer narrative:
Records indicate this device remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) did not wake up after his procedure and passed away a couple weeks later. The local area field representative was contacted for additional information and informed that the patient had coded during the implant procedure. The device was interrogated multiple times and was determined to be operating appropriately. There were no allegations against device functionality.